Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic on (B)(6) 2014 with worsening heart failure symptoms and labs revealing elevated hemolytic markers. The patient was admitted for further evaluation. The patient underwent a pump exchange on (B)(6) 2014 from one lvad to another lvad.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: thrombosis. Additional information also included indicated that the patient underwent a pump exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. Examination of the pump upon disassembly revealed a thrombus formation surrounding the rotor bearing ball as well as the inlet stator bearing cup which was pulled out of its bore upon disassembly. Its laminated structure and areas of denaturation indicate that this thrombus formation likely developed over an undetermined period of time while the pump was in operation supporting the patient. Although a root cause for the development of the observed deposition could not conclusively be determined through the evaluation, it could have contributed to the patient¿s reported elevated hemolytic markers. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 2 mo. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.